Event description:
Defibrillator life pak 9 physio-control malfunctioned at bedside during a code blue. 3 physicians and numerous nurses at bedside. When checked out by biomed, equipment shown to have functioned but it did not deliver a shock.